Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to te information received, nurse reported on 16/12/2016, perforation happened (B)(6) 2016, and operated on (B)(6) 2016. Irrigation at home - he did it by himself. Hard pain immediately after balloon inflation. ER doctor found blood clots in rectum after examination